Event description:
Spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("the patient left essure coil was seen medial to the left iliac crest via flat plate x-ray/provider believes insert was outside of tube in patient¿s abdominal cavity/provider note left tube is patent/ perforation unilateral left") in a female patient who had essure inserted. The patient's past medical history included gravida ii, parity 1 and postpartum state (2 months). She had no history of ectopics, c-sections, pregnancy termination. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included obesity. Concomitant products included ketorolac tromethamine (toradol) and oxycocet (percocet) for analgesia. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right tube/ essure removed, left salpingectomy for sterilization). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: no abnormal findings were noted prior to insertion. The insertion was easy. Visualization of tubal os was easy. She did not have any complaints immediately after insertion. The perforation did not occur with coil after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: left iliac crest-intraperitoneal. X-ray revealed left essure coil was seen medial to the left iliac crest. Most recent follow-up information incorporated above includes: on 16-oct-2018: uterine/ tubal perforation with essure questionnaire was received from physician. Patient demographics details, insertion details, essure removed. Event device dislocation was updated to fallopian tube perforation. Outcome of event added as recovered. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("the patient left essure coil was seen medial to the left iliac crest via flat plate x-ray/provider believes insert was outside of tube in patient¿s abdominal cavity/provider note left tube is patent/ perforation unilateral left") in a female patient who had essure inserted. The patient's past medical history included gravida ii, parity 1 and postpartum state (2 months). She had no history of ectopics, c-sections, pregnancy termination. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included obesity. Concomitant products included ketorolac tromethamine (toradol) and oxycocet (percocet) for analgesia. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right tube/ essure removed, left salpingectomy for sterilization). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: no abnormal findings were noted prior to insertion. The insertion was easy. Visualization of tubal os was easy. She did not have any complaints immediately after insertion. The perforation did not occur with coil after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: left iliac crest-intraperitoneal x-ray revealed left essure coil was seen medial to the left iliac crest. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.